Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
It was reported that ventilator dependent pt had this trach in situ for 45 days. The trach became disconnected from the flange which resulted in the pt becoming desaturated and hypotonic. The pt was transported to the picu where the in situ trach was removed and replaced.